Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent left sided video-assisted thoracoscopic (vats) approach left atrial appendage exclusion (laae) and pulmonary vein isolation (pvi) and a convergent procedure via subxiphoid approach. During dissection of the left inferior pulmonary vein with mid1 dissector, a perforation was made beneath the vein. The procedure was converted to a sternotomy, and the injury was successfully repaired with sutures. There was no device malfunction. This event was the result of a procedural complication.